Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation and temporary loss of output. It was noted that the patient had received radiation treatments. No intervention was reported.